Event description:
The reporter, the patient's mother, reported that on (B)(6) 2011 at 11:40 am the patient's blood glucose reading was 40 mg/dl and he was experiencing the symptoms of "being cranky" and crying. The patient's mother administered treatment by giving the patient orange juice, lunch and a snack. Afterwards the patient's blood glucose level was tested to be 255 mg/dl. The patient's mother gave him a bolus dose of insulin via the pump, and his subsequent blood glucose reading was 48 mg/dl. The patient did not suffer any other symptoms and did not seek any medical attention. Troubleshooting revealed that at 9:30 am the patient's mother had filled the cannula with 0.80 units insulin instead of the prescribed 0.30 units. The patient's mother had filled the cannula with 0.80 units instead of 0.30 units. There is no evidence the pump was not accurately and correctly delivering insulin. However, as the patient suffered a blood glucose level suggesting severe hypoglycemia and received treatment with food while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/26/2013 with the following findings: the pump¿s history showed information from (B)(6) 2013. The history from the event date was overwritten due to continued use of the pump. The review of the available history showed no errors or alarms related to the event. The daily insulin totals were found to correctly reflect the user¿s programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.